Event description:
Patient presented with loose implant. Patient is unhealthy with copd and still smokes cigarettes. Implant was removed. Healing time of 4 months was recommended. (Loss of integration).